Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. It was also reported that customer experienced fill resistance during the load process. Customer's blood glucose level was 300 mg/dl. Reportedly, a new cartridge was loaded to address the event.